Manufacturer narrative:
Section d4 & h4: corrected information updated manufacturer's investigation conclusion: a direct correlation between pump and the report of suspected device thrombus could not be conclusively determined through this investigation. A specific cause for the elevated ldh cannot be conclusively determined through this investigation. A specific cause for the reported gastrointestinal bleeding cannot be conclusively determined through this investigation. The submitted log file contained data spanning from (B)(6) 2019 at 08:23:32 to (B)(6) 2019 at 08:37:31, per the timestamp. No notable alarms were captured, and the device appeared to have been operating as intended. The patient was admitted on (B)(6) 2019 due to suspected device thrombus, evident by more than a threefold increase in ldh and a new microscopic hematuria. A ramp echocardiogram was performed on (B)(6) 2019 but was inconclusive for thrombus. The patient was started on intravenous integrilin and bivalirudin on (B)(6) 2019 and (B)(6) 2019, respectively. On (B)(6) 2019 the integrilin drip was stopped due to symptoms of coffee ground emesis and melena. An upper endoscopy was performed on (B)(6) 2019 and revealed esophagitis with active bleeding. As a result of the endoscopy findings, the patient received a blood transfusion, intravenous proton-pump inhibitors, and oral carafate. The patient¿s hemoglobin values stabilized, and they were to be monitored for new symptoms. The patient remained ongoing on pump until they underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2020 (addressed in MFR # 2916596-2020-00781). The heartmate ii lvas IFU lists thrombus, hemolysis, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for suspected pump thrombosis as evidence by a greater than threefold increase in lactate dehydrogenase (ldh) and new microscopic hematuria. The patient has been on a bivalrudin drip since (B)(6) 2019. A ramp echo done (B)(6) 2019 was inconclusive for pump thrombosis. The patient was also treated with an integrilin drip from (B)(6) 2019 to (B)(6) 2019; however, stopped on (B)(6) 2019 due to acute upper gastrointestinal bleeding (gi) that was confirmed on (B)(6) 2019. A esophagogastroduodenoscopy (egd) performed revealed erosive esophagitis with active bleeding. The patient presented with coffee ground emesis and melena. Treatment provided was an egd, blood transfusion, intravenous proton pump inhibitor (IV ppi), and po carafate. The patient¿s hemoglobin (hgb) has stabilized and is being monitored for new symptoms, however continues to be hospitalized and on IV bivalirudin and is considering pump exchange. No additional information provided.

Manufacturer narrative:
Section b3: correction. Section d4, h4: correction. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the report of suspected device thrombus could not be conclusively determined through this investigation. A specific cause for the elevated ldh cannot be conclusively determined through this investigation. A specific cause for the reported gastrointestinal bleeding cannot be conclusively determined through this investigation. The submitted log file contained data spanning from (B)(6) 2019 at 08:23:32 to (B)(6) 2019 at 08:37:31, per the timestamp. No notable alarms were captured, and the device appeared to have been operating as intended. The patient was admitted on (B)(6) 2019 due to suspected device thrombus, evident by more than a threefold increase in ldh and a new microscopic hematuria. A ramp echocardiogram was performed on (B)(6) 2019 but was inconclusive for thrombus. The patient was started on intravenous integrilin and bivalirudin on (B)(6) 2019 and (B)(6) 2019, respectively. On (B)(6) 2019 the integrilin drip was stopped due to symptoms of coffee ground emesis and melena. An upper endoscopy was performed on (B)(6) 2019 and revealed esophagitis with active bleeding. As a result of the endoscopy findings, the patient received a blood transfusion, intravenous proton-pump inhibitors, and oral carafate. The patient¿s hemoglobin values stabilized, and they were to be monitored for new symptoms. The patient remained ongoing on (B)(6) until they underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2020 (addressed in MFR # 2916596-2020-00781). The heartmate ii lvas IFU lists thrombus, hemolysis, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.